Event description:
It was reported that during a follow-up in october, 2006, >2500 ohms impedance in both configurations was observed. A surgery was performed to remove and reinsert the atrial lead into the header of the pulse generator. During the procedure, the impedance was 555 ohms. The impedance later measured >2500 ohms in both configurations. The patient complained of receiving shocks in the area of the pacemaker. The device was subsequently replaced.